Event description:
It was reported by the user facility that the saline bag is filling up during recirculation. The air separator was replaced and the machine was placed back in service. No pt involvement.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. A field service investigation was not performed. The customer replaced the air separator assembly to resolve the reported issues. The machine was repaired and subsequently returned to service. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.